Event description:
Caller reported a cartridge alarm occurred. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Caller successfully loaded a new cartridge and resumed insulin therapy with assistance from technical support, resolving the issue.